Event description:
It was reported that during an abdominal stenting treatment procedure, balloon rupture occurred. The target lesion was located in the mildly tortuous abdominal aorta. The 27/7/2/100 equalizer balloon catheter was advanced to post-dilate the stent graft at 4 different positions. However, on the fourth inflation, the balloon ruptured at 10 atmospheres. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).